Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. The investigation is in progress.

Event description:
The customer alleges that they were not able to deflate the cuff of the isis et tube and was not able to extubate the patient. The customer reported the patient's condition as fine.

Manufacturer narrative:
(B)(4). Device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, ten pieces of the same catalog number were selected from current production at the manufacturing facility. A visual exam was performed and no defects were observed on the samples. Cuff pressure of the ten samples was then tested by inflating them to 25mbar using a calibrated endo test meter. No issues were found. The cuffs of all ten samples inflated and deflated normally. In the current manufacturing procedure, a 100% inspection is conducted; thus, any defects would be detected prior to release. The complaint could not be confirmed as the actual sample was not returned for evaluation, and no visual or functional issues were found on the samples taken from production.

Event description:
The customer alleges that they were not able to deflate the cuff of the isis et tube and was not able to extubate the patient. The customer reported the patient's condition as fine.